Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was checked in office. Upon interrogation, it was noted that the right ventricular lead had oversensing. The noise was causing inhibition of pacing. The lead was capped on (B)(6) 2018. The patient was doing well post-procedure.